Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred a "serious error" when interrogating a device. The programmer was rebooted. Technical services indicated that the service diskette need to be applied to the programmer. The sales representative will apply the disk. The programmer remains in use. No patient complications have been reported as a result of this event.